Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic due to elective replacement indicator (eri) and it was noted during the visit the left ventricular (lv) lead exhibited high pacing impedance and oversensing with noise and a suspected lead fracture. When the pocket was opened, it was observed the pocket "looked like a bird's nest" and the lv lead had dislodged due to twiddlers. The lv lead was extracted and replaced. No further patient complications have been reported as a result of this event.